Event description:
The customer reported that they were getting error code messages stating the joystick was stuck and there were no exposures.

Manufacturer narrative:
The ge service rep performed a functional checks, system operating as intended.